Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes an inappropriate magnet response of 54.4 ppm for a pro- grammed rate of 60 ppm. Interrogation of the device gave inappropriate data.